Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-01734. It was reported that the patient presented for in-clinic follow up. Upon interrogation both atrial and ventricular lead noise, resulting in noise reversion were recorded on stored electrograms. The noise was not reproducible. No interventions were made. The patient was asymptomatic.